Event description:
Reporting status: serious injury/required intervention. Reporting rationale: dissection requiring intervention. Device issue: no device malfunction has been reported. It was reported via trial, that post stenting of the pre-dilated prox lad with a xience v stent, a dissection occurred. The dissection was treated with an additional xience v stent. There is no additional event information available.

Manufacturer narrative:
Dissection, as listed in the xience v instructions for use (IFU), and risk assessment matrix, is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel, requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). In this case, there was no report of any product malfunction at the time of the stent implantation.